Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to hyperglycemia, on (B)(6) 2019. The customer blood glucose level was over 1500 mg/dl. The customer was assisted with troubleshooting for high blood glucose troubleshooting. The customer was treated with manual injection and insulin drip at hospital. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they had contact their health care professional regarding the high blood glucose. Customer alleges insulin pump was under delivering because customer¿s mother stated that the insulin pump was not delivering insulin as it should. Customer states the drive support cap appears normal. Customer states they did not wear insulin pump during a medical procedure or test around magnetic resonance field. Customer states they were unable to perform displacement test. The insulin pump will be returned for analysis.